Event description:
Information was received from a healthcare professional regarding an unknown patient receiving unknown baclofen 1200mcg/ml for a total dose of 425.8mcg/day and dilaudid 3.7mg/ml for a total dose of 1.313o via an implantable pump for no known indication for use. It was reported that the patient's pump was empty. It was noted that the healthcare professional (hcp) did not have access to an 8840. It was noted that the hcp received a telemetry strip from a hcp office with all the patient/device identifies blocked out and had questions about the information on the telemetry strip. It was noted that that hcp office was to not refill empty pumps. The reservoir volume was 0mls, 59.7 mls was dispensed, the low reservoir alarm occurred on (B)(6) 2017 and the low reservoir alarm was set at 2ml. It was noted on (B)(6) 2017 an empty reservoir alarm occurred. It was notes that the patient was last seen on (B)(6) 2017 and was last changed per the telemetry strip on (B)(6) 2016. No symptoms were reported. Event date was noted as (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) on (B)(6) 2017 reported they do not have the serial number involved with the empty pump, the patient was not their patient and they were not involved, they do not know the cause of the empty pump or if the issue was resolved, and does not know the patient's weight at the time of the event. It was noted that this was not their patient and no patient information was provided. No further complications were reported/anticipated.